Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein all 4 existing leads were explanted and 2 new leads were implanted to address the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02390. Related manufacturer report number: 1627487-2020-02391. Related manufacturer report number: 1627487-2020-02393. It was reported that the patient was not receiving adequate stimulation with their scs system. X-rays were taken and show all four leads migrated. Surgical intervention may be pending to address this issue.